Event description:
It was reported that during a procedure, the irrigation tubing stopcock prevented efficient flow to the thermocool sf catheter, which resulted in multiple temperature limits and char on the catheter. Multiple attempts have been made to obtain the size of char for this complaint. However, no further information has been made available.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed.since the lot # was not provided by customer, the device history record (DHR) review could not perform.(B)(4).

Manufacturer narrative:
(B)(4).